Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports the clamp doesn't open and release completely, impeding flow. Catheter had to be removed and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.